Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: per the complaint form, the device is implanted. Are just the staples still implanted? Is the cartridge available for return? How was the tissue repaired (over-sewing, etc.)? Were the device jaws rinsed and the anvil wiped between firings? Was the device fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? What was the product code and lot/batch number for the stapler used with the ecr60d cartridge (ex, ec60, long60a, pse60a, etc.)? Was buttressing material utilized? If so, which product? How was the procedure completed? Was a leak test performed and if so, what was the result? What was the patient bmi and gender? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ecr60d cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the left side fully fired, right side outer row fully fired and the right two inner rows partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No further functional test could be performed due to the condition of the reload.

Manufacturer narrative:
(B)(4). Additional information received: per the complaint form, the device is implanted. Are just the staples still implanted? ¿no. Staples were removed. Is the cartridge available for return? - yes. How was the tissue repaired (over-sewing, etc.)? ¿ surgeon sutured the staple line to complete the procedure. Were the device jaws rinsed and the anvil wiped between firings? -yes. Was the device fired across or near an existing staple line or clip? - no. Were any unexpected noises heard? If so, when? - no. Were any of the forces higher or lower than expected (closing, firing, or opening)? -no. What was the product code and lot/batch number for the stapler used with the ecr60d cartridge (ex, ec60, long60a, pse60a, etc.)? ¿ yes, long60a was used. Was buttressing material utilized? If so, which product? - unk. How was the procedure completed?- surgeon sutured the staple line to complete the procedure. Was a leak test performed and if so, what was the result? ¿the test was performed, staple line was backed up with suture. What was the patient bmi and gender?- female, (B)(6) bmi. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? ¿ the patient was followed up.

Event description:
It was reported that during a sleeve gastrectomy procedure, in the usage of the third cartridge the cartridge on the patient's side could not form proper b formation. The staples could not be applied on the specimen side. Unknown how case was completed. There were no adverse consequences for the patient.